Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed oversensing causing inhibition of pacing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Event description:
New information received notes programming changes where made. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, g3, h2 and h6.